Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing pacemaker triggered a lead safety switch for high out of range pace impedances of greater than 2000 ohms on this right atrial (ra) lead. In addition, oversensed noise on the ra channel was also seen. At this time, the products remain in service. The patient was seen and the system was reprogrammed back to bipolar. However, another switch occurred and the system is now in unipolar again. The patient is expected to be seen again near the end of the month. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the patient was brought in for evaluation. The physician performed reprogramming and is planning on monitoring the patient remotely. The patient is not dependent and the physician is debating if the patient needs the device long term. The products remain in service and there have been no adverse patient effects. No adverse patient effects were reported.